Event description:
It was reported that the wand was smoking on activation. The surgeon sourced another wand (of a different lot) and the same issue occurred. The procedure was completed using a third wand, however the incident resulted in a surgical delay of 1-2 hours. There were no patient complications reported as a result of this event. Report 2 of 2.

Manufacturer narrative:
Visual inspection under magnification shows minimal electrode wear with a trace amount of dried tissue present on both returned devices. Functional evaluation revealed that the returned devices performed as intended; therefore, the complaint could not be verified and the root cause could not be determined with confidence. At no time during functional evaluation was smoke emitted from the wands. The procise ez view coblator ii wand will create steam when sufficient suction is not used and give the user the perception that it is smoking. This occurs when the wand is burning off the residual fluid on the distal tip. Any lack of suction will also enhance and promote a more visual effect. The instruction for use (¿IFU¿) contains warnings and precautionary statements regarding maintaining proper suction flow and potential device failure if not adhered to. There were no indications during manufacturing record review that would suggest that the devices did not meet product specifications upon release into distribution.